Event description:
The advocate called for help with the customer's meter. She mentioned that when the test strips were first opened, the cap was open and strips were loose inside the carton. The advocate did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.